Event description:
During device follow-up performed on (B)(6) 2012, episodes recorded in device memory were reviewed, because the device detected arrhythmias. It was observed that: egm baseline was flat for some periods in recorded episodes; oversensing were visible in these episodes. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.